Event description:
During a PICC line insertion, the catheter broke off inside the pt. The device was successfully removed from the pt. The procedure was successfully completed with another new of the same device. No harm or injury was reported to the pt.

Manufacturer narrative:
Although, it was indicated by the end user that the reported defective device was available, it has yet to be returned to the MFR. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).